Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 517mg/dl with nausea and vomiting. The 911/emergency protocol was initiated and the patient was taken to the emergency room and treated with insulin via injection, insulin via pump and IV fluids. The patient was diagnosed with diabetic ketoacidosis. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.